Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous aneurismal mid left anterior descending artery (lad). A 2.0 x 15mm emerge balloon pre dilated the lad at 12atms. The 2.25 x 32mm promus element plus stent delivery system (sds) was deployed at 16atms and the proximal edge was flared in the aneurismal segment. The stent was post dilated with a 3.0 x 15mm nc quantum apex at 20atms. A 4.0 x 8mm nc quantum apex balloon catheter attempted to cross the deployed stent, however, 3-5mm of the proximal end of the stent collapsed. The 4.0 x 8mm nc quantum apex balloon was re advanced and inflated at 20atms in the proximal end of the stent. Then a 5.0 x12mm nc quantum apex balloon was inflated in the proximal end of the stent. Angio revealed the stent was still malposed in the aneurismal area. It was noted with ivus that the stent was malposed throughout the stent. A 3.5 x 12mm nc quantum apex balloon was inflated in the mid-section of the stent. A 4.0 x 8mm nc quantum apex balloon inflated to 12atms in the midsection of the stent. A 4.0 x 12mm promus element was deployed 1st at 12atms; 2nd at 20atms in the proximal aneurismal section overlapping the deployed stent. Ivus noted the proximal aneurismal section was well apposed throughout the aneurismal area while the overlapping stent section was still a little malposed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).